Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 25-jun-2024. Investigation summary: bd received 100 samples and one (1) photo for investigation. Evaluation of both the sample and the photo indicated 5 tubes with slightly varying cap color. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of color variation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of color variation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes the cap was lighter than normal, thus posing a problem with the sorting machines. There was no report of impact to the patient or user.

Manufacturer narrative:
E.5. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes the cap was lighter than normal, thus posing a problem with the sorting machines. There was no report of impact to the patient or user.